Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power supply.

Manufacturer narrative:
The reported event that the "power cord to the patient electronic system (pes) was frayed" which is the power supply was confirmed. During initial testing, it was determined that while the power cord was functioning properly, the power supply was not able to hold power due to frayed and exposing wires. Review of the device history record was not possible as the lot number for power supply is not applicable.